Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A15mm x 3.50mm nc quantum apex¿ balloon catheter was selected for use and advanced for dilation. However, upon inflation, the balloon ruptured at nominal pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an nc quantum apex balloon catheter and a stopcock attached to the hub of the device. Balloon was loosely folded, with blood in the balloon. Microscopic examination revealed a pinhole at 13mm from the tip of the device, near the distal of the proximal markerband. The distal markerband was flattened. Microscopic inspection found no irregularities or damage to the proximal bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 15mm x 3.50mm nc quantum apex balloon catheter was selected for use and advanced for dilation. However, upon inflation, the balloon ruptured at nominal pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.